Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported separation of the driveline's distal bend relief was confirmed by an onsite evaluation by an abbott representative. Additionally, review of the submitted log file confirmed low flow alarms. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account later communicated that they were due to dehydration. The submitted log file captured low flow alarms as well as transient low flow events on 20aug2022, 25aug2022, 26aug2022, and 29aug2022. The pump appeared to have been operating as intended above the set speed throughout the duration of the file. Although a specific cause for the reported distal bend relief damage could not be conclusively determined through this evaluation, it did not appear to have contributed to any electrical issues. A clamshell repair was successfully performed on 12sep2022 with no issues. It was also later communicated by the account that the low flow events had resolved. The patient was asymptomatic at the time of the low flow events. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1, ¿introduction,¿ provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. This section also lists hypovolemia as a potential late postimplant complication. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information on how to care for the driveline. Furthermore, these sections address damage due to wear and fatigue of the driveline as well as the how to respond to such events. These documents also outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had disunion on the driveline where the silicone meets the metal before entering the pocket controller. Patient also had rescue tape applied to the driveline. There was approximately 8-10 inches of intact external driveline from the exit site. The pump was operating as intended. On (B)(6) 2022 at 1:00 pm a clamshell repair was performed to fix the separation of the percutaneous lead distal bend relief from the percutaneous connector.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.